Event description:
Patient was reportedly non-complaint, patient went to non-union. Surgeon reported that plate break was not device related.

Event description:
Lcp one-third tubular plate with collar 8 holes/93mm implanted 2004 broke in patient and was explanted.